Event description:
The surgeon placed a 6x40 mm polyaxial screw on the left side of the sacral one verterbrae (s1). Then after placing a rod, the surgeon was trying to place the set screw. When trying to tighten with torque driver surgeon notice metal shavings coming from the set screw. He removed the set screw at this time and then attempted to place two other set screws without success. The surgeon then removed the rod and the 6x40 mm polyaxial screw from left side of s1 and replaced then with a 7x40 mm polyaxial screw and rod. A new set screw was placed without difficulty.